Event description:
Information received by medtronic indicated the sensor was not detected by the pump. Customer charged the transmitter. Customer then connected the transmitter to the sensor and transmitter flashed green light. At the time of call sensor was detected by the pump and started a warmup. Customer also stated that earlier today they were experiencing high blood glucose 400 mg/dl and was able to correct the high blood glucose. Blood glucose was normal at the time of call but the blood glucose value not provided by the customer. It was unknown if the customer was using the pump smart guard feature. Customer declined to troubleshoot. Advised the customer that when connecting transmitter to sensor, verify that the transmitter flashes green light and wait until the pump to show "sensor connected" alert. The customer will not continue use of the device..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.